Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a gastrointestinal (gi) bleed on (B)(6) 2023. It was unknown if the device or device therapy caused the gi bleed.

Event description:
It was reported that the patient had a gastrointestinal (gi) bleed on (B)(6) 2020. It was unknown if the device or device therapy caused the gi bleed. An esophagogastroduodenoscopy (egd) was performed and the patient was given multiple blood transfusions, octreotide, proton pump inhibitors (ppi). The patient was put on warfarin and asparanin and was stopped in (B)(6) 2022 due to recurrent gi and nose bleeds. The patient continued to have lots of gi issues that were believed to be secondary to the patient's right ventricular failure.

Manufacturer narrative:
Related MFR documenting right heart failure: # 2916596-2023-01508. Manufacture¿s investigation conclusion: the patient expired (MFR # 2916596-2023-01428). A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system}. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.